Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device after an interventional procedure where bilateral kissing iliac stents were placed. The procedure was done via the left groin. The physician believed the device deployed without problem. The patient was discharged home the following day. The patient was redmitted to the hospital two weeks later with a diagnosis of claudication. An ultrasound of the left leg was performed and revealed a filling defect. An angiogram of the left leg was performed and also revealed a filling defect in the posterior wall of the common femoral artery. The physician attempted to angioplasty the area without success, there was no improvement of flow. A vascular surgeon was consulted. The patient went to surgery the next day where a dissection of the common femoral artery, superficial femoral artery and profundis was detected and repaired with a vein patch. The patient has been discharged home and there is no report of further adverse patient sequelae.